Event description:
It was stated that the insulin pump has moisture damage after the customer dropped it in the pool. The reported blood glucose reading was 215 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found in the electrode assembly.